Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was not returned for evaluation. The manufacturing lot number was provided for review. Photographic evidence was provided for review as well. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. H3 other text : device not available.

Event description:
Aspen surgical received a report from the distributor indicating that two doctor fog sponges were discovered with sealing issues. The items were not in use. No injury/death was reported. Customer reported the issue for multiple lot numbers. Lot number and respective complaint numbers are as follows: (B)(4). (Lot 350063), (B)(4) (lot 352314).